Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) isn't charging sometimes. The umbilical only intermittently charges. There was no patient present when this issue was identified.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) isn't charging sometimes. The umbilical only intermittently charges. There was no patient present when this issue was identified.

Manufacturer narrative:
This event was reported on the incorrect system. Please reference MDR 3004785967-2018-00082 for the correct system involved in this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rear cabinet breakout panel was returned to the manufacturer for evaluation. After a visual/physical examination the panel was noticed to be returned unused. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) isn't charging sometimes. The umbilical only intermittently charges. There was no patient present when this issue was identified.